Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a suspected bluetooth malfunction. The device was re-interrogated and was then able to pair. No additional intervention was performed. The patient was stable before, during, and after.